Manufacturer narrative:
(B)(4). It was reported that with the use of this catheter that there had been an effusion that lead to a tamponade. It was also noted that the physician did not feel it was the result of the catheter or the system. In addition, he was not sure where the perforation occurred but assumed it was due to too much pressure when mapping the left atrial appendage. During visual analysis of the catheter, it was noticed that the peek housing of the tip was distorted showing signs of wrinkling indicating that excessive force was applied. The root cause of the failure was inconclusively determined. However, based on the characteristics of the failure, it does not appear to be manufacturing process related as the device history record (DHR) review indicated no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto xp system model #: m-4700-01 (B)(4).

Event description:
It was reported that after isolation of the veins during an a-fib procedure, it was noted that there had been an effusion leading to a tamponade. Pericardial puncture was performed, blood drained and patient was stable. Prognosis was good. The physician did not feel that it was caused by the catheter or the system. He was not sure where the perforation occurred, but assumes it was due to too much pressure when mapping the left atrial appendage.